Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level up to 400 mg/dl. Troubleshooting was not performed for the high blood glucose level. The customer stated that she is on her third infusion set today and the catheter was bent on all three sets. Troubleshooting was performed for the bent cannula. The customer was advised to change the infusion set. The insulin pump will not be returned for analysis.